Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d2, d4, h6.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii and "fluid with significant amount of calcification". The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii and "fluid with significant amount of calcification". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as surgical damage and observed opening in posterior side assessed as fold flaw opening. Calcification: observed white calcification in the surface of the shell. Capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.